Manufacturer narrative:
Complete information for section h9: correction/removal number:3002809144-09/18/19-008-c further investigation into this issue found that results could be impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues: a) discontinue reporting results until troubleshooting is complete b) provides instruction for inspecting the alinity ci- series bulk solution level sensors and the actions to take if a crack is found, and c) if the level sensor is not cracked, to reference the alinity ci- series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci- series bulk solution level sensor.

Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c this follow-up MDR is being submitted as the product correction letter has been updated. An updated product correction letter was issued to inform customers that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation; continue to follow the weekly maintenance procedure after installation.

Manufacturer narrative:
Correction/removal number: (B)(4). A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer of the potential reliability issue with the alinity ci-series level sensor and that abbott has redesigned the part to improve the reliability. Abbott recommends that once the redesigned part is available, the customer should replace the level sensor on all alinity ci systems. The letter also informs the customer that they may continue to run the system using the level sensor (ln04s68-02) until the redesigned level sensor (ln04s68-03) replacement part is available. Until the part is replaced the customer was instructed to inspect the alinity ci-series level sensor weekly. The customer was also provided troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
Abbott has identified a potential reliability issue with the alinity ci series level sensor, bulk solution (ln 04s68-02). The development of environment stress on the level sensor can cause cracks, which may allow air to enter the fluid line. On the alinity I analyzer, a crack on the level sensor can reduce the dispense volume of trigger solution or pre-trigger solution, which will cause a low rlu reading resulting in lower than expected values for direct assays or higher than expected values for indirect assays. These events may be accompanied by message codes 1043, 1044,1072, 1402 or 1403 and potentially impact the patient results. On the alinity c analyzer, a crack on the level sensor can cause a failure to dispense acid wash or alkaline wash which may lead to inadequate washing of the cuvettes resulting in carryover. These events may be accompanied by message codes 3687 or 3689 and potentially impact the patient results. There have been no reported injuries as a result of this issue.